Event description:
Litigation alleges that the patient suffers from extreme pain, discomfort, inflammation, and swelling of the right hip as well as a feeling of dislocation. The patient also alleges toxic amounts of cobalt chromium metal ions and particles were released. Bilateral.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. A complaint database search finds additional reports against lot code 2374852. A previous review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no additional related reports against the remaining product and lot combinations. Medical records and x-rays were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via trending (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 10/30/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.